Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had multiple error alarms which occurred during rewind. Customer's blood glucose level was 249 mg/dl at the time of incident. Customer stated the insulin pump was not dropped or bumped. Customer stated insulin pump was not exposed to a high magnetic field. Customer reported that the they were able to clear the alarm and also the insulin pump passed the displacement test. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.